Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during an acromioclavicular (ac) joint repair surgery when the implant was tightened, the suture migrated through the coracoid bone and left a fissure. The surgery was finished successfully with a different device by changing to a classical dog bone technique. It was not necessary to do a second surgery.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
It was confirmed that the dislocated button of the device was also removed. The patient is doing well so far and will come in for further check-ups.